Manufacturer narrative:
(B)(4) (cuvette lot #l0p3c526). Method: device has been requested. No product returned. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn.

Event description:
Patient self tester with protime microcoagulation system reports hospitalization in (B)(6) 2011 ''for clots on valves." On (B)(6) 2011, pt/inr results 3.3 and lab generated pt/inr 4.5. The patient's therapeutic range is pt/inr 3.0-3.5.